Manufacturer narrative:
H.6. Investigation summary: this complaint has been confirmed for the tube push off. The complaint was unable to be confirmed for the underfill. Bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for tube push off was observed. The indicated failure mode of underfill was not observed. Additionally, five (5) retention samples from bd inventory were evaluated by functional testing and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of tube push off based on the returned photo. The complaint was unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that 2 bd tube k2edta plh 13x75 4.0 plbl lav br underfill and has push off from needle from a different brand. No patient impact reported. The following information was provided by the initial reporter: tube does not accomplish with filling and is expelled by needle from another brand.

Event description:
It was reported that 2 bd tube k2edta plh 13x75 4.0 plbl lav br underfill and has push off from needle from a different brand. No patient impact reported. The following information was provided by the initial reporter: tube does not accomplish with filling and is expelled by needle from another brand.

Manufacturer narrative:
Initial reporter phone: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.